Manufacturer narrative:
Failure analysis confirmed that the insulin pump passed displacement test, operating currents, self-test and off no power test. No blank display noted. The insulin pump was monitored and no constant tone during testing. However, the insulin pump was received with moisture damage at motor assembly and electronic assembly. The pump received with minor scratched display window, cracked case display window corner, cracked battery tube threads, broken reservoir tube lip, and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, blank display and had moisture damage. The customer's blood glucose reading was 160 mg/dl. The customer stated the insulin pump was exposed to water. She stated after exposure to water, pump had a constant tone. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.